Event description:
Customer reports to have experienced blood glucose versus sensor glucose differences for six weeks. Customer states sensor glucose after breakfast was 183 and blood glucose was 100 mg/d. Customer's blood glucose at the time of call was 333 mg/dl and 400 mg/dl. Customer was advised on proper placement of sensor and transmitter. Customer was also advised on calibration process. Customer was advised that sensors would be replaced and to send back old ones. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.